Event description:
On (B)(6) 2011, pt's husband reported she experienced a bent cannula leading to elevated blood glucose. Pt's husband stated pt experienced nothing unusual during preparation or insertion of the infusion set. Husband reported no leaking was noticed. Pt uses the insertion assist plus device to insert her infusion sets. Husband stated the pt discovered the issue when her blood glucose rose over 300 mg/dl a couple of hours after inserting her infusion set. Pt's target blood glucose level is 120-130 mg/dl. Husband reported after pt changed her infusion site, she successfully corrected her blood glucose using the infusion device. Husband stated the issue has occurred twice. Pt discarded the alleged infusion sets. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.